Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-01647. It was reported the pt (B)(6) is no longer receiving effective stimulation to the painful areas. Diagnostic testing reveal high impedance on five lead contacts. Subsequently, surgical intervention was undertaken, explanting and replacing the extension. Troubleshooting was attempted with the lead to no avail. Postoperatively, effective stimulation was restored; however, further testing revealed the impedance issue still persists. The next course of action is undetermined at this time.